Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cannula did not fully insert into the patient¿s body and was found to be kinked, with visible kinks also noted in the tubing. The infusion set had been in use for approximately 48 hours prior to the issue. No leakage was reported around the infusion site. The infusion was associated with insulin delivery, and the patient was using a continuous glucose monitoring system. There was patient involvement with no harm.